Event description:
Pt started on a new paradigm link bg meter and found results on the meter to read extremely high compared to his older one-touch ii meter which he has been using for over 5 years. He has a history of hypoglycemia unawareness and decided to compare the two meters with his frequent glucose testing. The pt has documented differences of over 170 mg/dl with the two meters, with the one-touch ii always reading lower. There has been no severe hypoglycemia during the time period he has used the bd meter, but the differences between the two meters are alarming.